Event description:
Reportedly, "a new stapler has been used, new anastomosis then okay! After firing, it appeared only a distal tissue ring. Allegedly the circular stapler didn't slit. The clips shall be warped. This happened maybe because the pressure panel wasn't connected correctly. The pressure panel does not tipped. (No till top)! Its questionable, whether the pressure panel came in contact with the clips?!" The procedure was extended by 90 minutes. Changed code from malfunction to serious injury. Sex: unknown, procedure: unknown.